Event description:
A voluntary medwatch (mw5161164) was received by the manufacturer on 11/19/2024 with an allegation that the user's current machine may be causing wheezing issues. The patient required admission to the hospital a few times without a cause being identified. There was no allegation of product malfunction. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.